Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the threshold of 500 mg/dl. The customer was assisted by technical support with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if any issues reappear.